Event description:
It was reported that during a laparoscopic sigmoid procedure, the tissue pad melted. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.